Manufacturer narrative:
There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found no signs of water damage or any other physical damage with the controller. The returned device was plugged into a power strip and blew the fuse inside the unit without the unit being powered up. The unit is not able to be tested do to the facility stated the unit got wet and shorted out. When reading the logged information from the sd card the following error showed on the log: no error code recorded the complaint was verified and the root cause was determined to be due to user error. Factors which can lead to electrical short include: the unit getting wet while still plugged into power source causing the unit to short out. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
The unit got wet and shorted out. No patient or user complications were reported.